Event description:
The investigation has determined that higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4244-1069-4975 on a vitros 5600 integrated system. Vitros na+ biorad lot 92900 level 1 results of 135.9 and 135.5 versus the expected result of 126.7. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4244-1069-4975 on a vitros 5600 integrated system. The likely assignable cause of the higher than expected vitros na+ results cannot be determined with the information provided. An issue with the (B)(6) 2022 calibration in combination with improper fluid handling protocol cannot be ruled out as contributors to the event. The (B)(6) 2022 calibration had a slightly lower intercept when compared to the typical release values for the calibration lot. Following the (B)(6) 2022 calibration, the customer processed their level 2 biorad fluid only and expected results were obtained. Approximately two hours later, the customer processed both levels of their biorad fluid, with higher than expected results being obtained for both levels and the level 1 results only breaching phs criteria. The customer additionally stated that they have been leaving their control fluid out for extended periods of time, therefore it is possible that the same biorad control fluid was used to obtain both the earlier expected and later unexpected results, although this was unable to be confirmed. Pv fluids were also out of range for a single level (pvi) on this day, while the other level (pvii) was just within range, indicating a possible issue with either the calibration or fluid handling. The customer did not repeat their pv fluids to rule out either issue. Historical vitros na+ lot 4244-1069-4975 quality control results were within expectation, indicating that this lot in combination with the vitros 5600 system was performing as expected. Although a within run vitros na+ precision was not processed, and instrument issue is not a likely contributor to the event as the customer obtained acceptable results both before and after the event. The customer did have service actions performed on the analyzer for vitros k+ calibration condition codes, however it is unlikely that any service actions performed caused unexpected na+ results, as expected results were obtained for vitros na+ following the event with no further service actions being performed. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4244-1069-4975. Email address for contact office is (B)(6).